Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant had moved in their pocket and the issue began probably a couple months ago. Patient stated they could feel the cords of the battery and when they bent down sometimes it would hurt them like it was poking them. Patient also mentioned a couple times when charging the implant they would get an error code and they had to reset the controller which also began a couple months ago. Patient did not remember the error codes. Patient had been hurting the last month and it had gotten worse. The patient was redirected to their healthcare provider to further address the issue.